Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the trusteel infusion set user guide, "change the infusion set every 24-48 hours, or as recommended by your healthcare provider."

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer used the infusion set past labeling guidelines. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was in the 176-200 mg/dl range.